Event description:
Rptr started having pain and went to see physician, also noticed one of them looked deformed prior to the pain. Rptr had a mammogram and ultrasound which revealed ruptured silicone implants. Rptr had them explanted.